Event description:
During interrogation in a follow-up visit on (B)(6) 2016 lead impedance for the patient's generator was found to be high. From a review from programming history, it was seen that high impedance first flagged on (B)(6) 2016 with impedance of 5320 ohms.the impedance then fluctuated back down to normal limits of 4632 ohms and 4882 ohms that same day but again showed high impedance on (B)(6) 2016 at 5648 ohms. Further decoder analysis showed that a 25% change in impedance occurred on (B)(6) 2015. The pre-change impedance was 7570 ohms. The post change impedance was 5320 ohms. This implies that high lead impedance over 5300 ohms occurred between (B)(6) 2014 and (B)(6) 2016. Unfortunately the data for this time period is not present. A median date of (B)(6) 2015 was chosen as the event date. Revision surgery occurred on (B)(6) 2016 where the lead was replaced. The generator was also prophylactically replaced. The explanted lead and generator were both discarded at the hospital.